Event description:
Following a partial knee (unispacer) procedure, the nurse attempted to remove the catheter provided with the product prior to the pt's release. The nurse met resistance and contacted the manufacturer's clinical hotline and was advised to apply heat to the area and retry removing the catheter. After resistance was met again, the surgeon was paged. The surgeon attempted to remove the catheter and it broke. The pt was returned to surgery to remove the broken catheter, which was found crumpled under the implant.